Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER due to a blood glucose of 881 mg/dl. The patient experienced nausea and treated via manual insulin injection. Her blood glucose had since decreased to 447 mg/dl. The customer also mentioned that she had run out of supplies. Troubleshooting was not completed due to the customer feeling very sick. The insulin pump was not returned for analysis.